Manufacturer narrative:
The bench technician observed that the touchscreen was intermittently responding even after it was calibrated. The bench technician replaced the display assembly to address the issue. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was the display assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the monitor screen will not calibrate properly.